Manufacturer narrative:
B5: upon follow up it was reported the patient¿s arterial pressure reading during the event was 85/46. It was reported the patient¿s mean arterial tension (mat) stabilized to 40 and 44 after the neosynephrine was administered and the patient¿s condition ¿stabilized in a few minutes¿. The pump, bag and tubing were changed after the second air bubble episode and the air in the line was confirmed, visually by the nurse.: the device was received, and evaluation was completed. The event history log review was completed and found multiple 'air-in-line!' Messages; however, they were unable to be recreated during evaluation. Evaluation inspected the device and did not observe any symptom or potential cause of a problem during inspection. Evaluation observed in-specification upstream sensor readings. The device passed the fluid transition test and the air-in-line testing. A visual inspection was performed, and no abnormalities were found. No physical damage present on the ultrasonic flex or processor. Downstream sensor, color sensor, optical sensor was found within specification. The device was determined to meet all product specifications related to the reported event. The reported true detection of air in line was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of levophed with a spectrum iq pump, the patient experienced hypotension reported as "tam dropped to 40mmhg". It was reported the pump ¿stopped working because of an upstream air bubble¿ and ¿by the time the pump was restarted, neosynephrine had to be administered¿ (no further details provided). At the time of this report, the patient outcome was not reported. No additional information is available.